Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment is related to the circumstance of the procedure. In this case, based on the reported information, it is possible the wire became damaged causing an interference with the sheath, or the sheath or the check valve in the sheath became damaged during insertion of the wire causing a capture of the wire; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein (rcfv) using the pre-close technique via an 8f sheath hole prior to an interventional leadless pacemaker procedure. Reportedly, two prostyle sutures were pre-placed, however it was noted that the guide wire did not insert smoothly when removing the 2nd prostyle device out of the anatomy, as resistance was met, leading to the guide wire being pulled out with the device. The two pre-deployed sutures were then cut and removed. Manual compression was applied to achieve hemostasis. After hemostasis was confirmed, the same side (rcfv) was re-accessed and pre-close was performed again. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the leadless pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. No additional information was provided.